Manufacturer narrative:
The customer's allegation was confirmed. Based on the results of the investigation, a definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the single use fiber's glass tip of the fiber was gone after using and the blue coating was melting. The issue was found during lasering of bladder/kidney stones, which was completed using a similar device. There were no reports of patient harm.